Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.5 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the mother of the patient that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient received a "pod has reached the pod expiration time" error message, despite the pod being newly activated with insulin still remaining. The pod was not delivering insulin and the patient was wearing the pod longer than 48 hours. Symptoms reported include vomiting. The patient was treated with insulin drip and was admitted into intensive care (ICU). The pod was removed at the hospital and discarded. The patient was currently still admitted in the hospital at the time of reporting.